Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor glucose kept reading low but her blood glucose was actually high. Sensor glucose at the time of the call was 75 mg/dl and blood glucose was over 600 mg/dl. Customer treated with manual injection. Troubleshooting was done and the customer was advised to remove and change the sensor. Product was not replaced or returned for analysis.